Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that lines flickering across the screen, and eventually took over the whole screen, then the image dropped. All complaints on this issue has been with clearpetra using high-pressure irrigation. No negative impact in state of health reported.